Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study via a manufacturing representative reported impedance readings were abnormal for the patient and may indicate a short in the system. A general therapeutic impedance check was done at 0.7 volts with the following results: 8/c-1337, 9/c-1341, 10/c-2362, 11/c-2125, 8/9-32, 8/10-3226, 8/11-3063, 9/10-3240, 9/11-3063 and 10/11-4053. It appeared lead contact 8/9 may have a short circuit which was maybe associated with the patient being stimulated off none of the contacts. Reprogramming was not needed. They were going to continue to watch impedance. There had been no symptoms related to the problem, no stimulation on 8/9 combination. Troubleshooting included impedance check at the next visit with the same value, 8/9-32 ohms. The cause was not determined, speculation is a short circuit between the contacts in question.